Event description:
On (B)(6) 2019 the patient had a second litt procedure to ablate an area in the mesial frontal just superior to the cingulate gyrus. One day post procedure, the patient experienced increased weakness in the right hand. The patient had occupational therapy added to the physical therapy that the patient had started as a result of the (B)(6) 2019 litt procedure as an intervention. The event was indicated as ongoing as of (B)(6) 2021.